Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that the device mis-fired, that the clip fell out of the device and the clip that did fire fell off of the vessel. Another like device was used to complete the procedure. There were no adverse consequences for the patient.